Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information received on jan. 15th 2018 from (B)(4) (sales supervisor zimmer (B)(4): the patient was in good health during the operation. The cage was correctly connected to the implant-holder. There was no problem in the sagittal angle. The axis of the disc space was respected the steps indicated in the surgical technique are used in accordance with the 1 and 2 of the percussion apparatus. There is no deviation between the holder and the knocking device. To know if it was possible that two anchors would have been implanted in the same slot, reported said it does not knock two pieces of insert from the same card slot. The patient has a normal bone. Attempts have been made to get more information. Discarded by hospital.

Event description:
Roi-c : cage broke during surgery. It was reported that the cage broke during implant, then the surgeon took out the broken one and use another cage to complete the surgery, 30 minutes delay caused but no additional issue reported during this delay.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of the complaint. B4 ; g7 ; h2 ; h6 & h10 were updated. Attempts have been made and no further information has been provided. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. From information provided, the cause for the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response & the description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Event description:
It was reported that the cage broke during implant, then the surgeon took out the broken one and use another cage to complete the surgery, 30 minutes delay caused. Additional information received on jan. 15th 2018 from tian william (sales supervisor zimmer medical internatio) : the patient was in good health during the operation. The cage was correctly connected to the implant-holder. There is no problem in the sagittal angle. The steps of respect are used in accordance with the 1 and 2 of the percussion apparatus. There is no deviation between the holder and the knocking device. Don't knock two pieces of insert from the same card slot. The patient has a normal bone. Additional information received on jan. 26th 2018 from (B)(6) (sales supervisor zimmer medical internatio) : cage broken when surgeon wanted impact the second anchoring plate. The doctor uses the same model. One level surgery.

Manufacturer narrative:
From information provided product was discarded by the hospital . No examination can be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information received on january 26th 2018 gives more details about the event. Cage broke when surgeon wanted to impact the second anchoring plate. The doctor used another implant of the same model to replace the one broken. One level surgery. Additional information requested.